Event description:
The technician alleged the bed had note stating the bed exit was not functioning. No patient impact.

Manufacturer narrative:
The technician set the bed exit in position, exit and out of bed functioned as designed, no repair needed.